Event description:
Procedure type: inguinal hernia repair. According to the reporter: tacker's trigger locked down after a few firings. The doctor switched to absorbatack applier. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot # is subject to the recall initiated feb 8, 2010, therefore, this report requires a 5 day MDR based on this new info.